Manufacturer narrative:
Patient weight unavailable .

Event description:
Extraction procedure commenced to remove three leads: rv, ra, and lv due to infection. The rv lead was successfully removed with use of visisheath, glidelight and lld devices. After removal of the ra lead using a 16f glidelight device (2-3 minutes later), patient's blood pressure dropped. Rescue efforts began immediately, including sternotomy. An injury at the pericardial reflection was noted. Repair was made, lv lead removed with traction only while chest was open, and patient survived procedure.